Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the intermittent distorted display, which was experienced during evaluation. It was found to be caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb shielding were replaced.

Event description:
During baxter's evaluation of a spectrum pump, it had an intermittent distorted display. There was no patient involvement.